Event description:
It was reported that t:slim x2 pump battery would not charge and that pump displayed power source alert 07 around time issue began while caller was charging through computer usb port with non-tandem cable and adapter. There was no reported impact to the customer¿s blood glucose level. Caller resolved issue by using wall adapter along with tandem charging cable, and technical support advised against using non-tandem charging supplies except when specifically instructed for troubleshooting, which caller understood and acknowledged.